Event description:
"Kiwi vacuum loss of suction during vacuum assisted vaginal delivery. Md applied vacuum and during a "pull" the vacuum lost suction. Upon the kiwi being reapplies to baby, the kiwi wouldn't increase in suction, as if there was a leak in the device. Faulty kiwi vacuum. Add a second kiwi vacuum to our vaginal delivery cart in case this lot is defective, and another one is needed during the delivery. Assess the vacuum brand and keep track of if this is a consistent issue with usage of this product. This is a single use item, per manager [redacted name] only known recent event."